Event description:
On (B) (6) 2008, the pt reported that while changing the insulin cartridge, the previous day, the plunger became stuck to the piston rod and insulin filled the cartridge compartment of the infusion device. The pt was advised to switch to his backup infusion device. Further attempts to contact the pt to review proper insulin cartridge removal were unsuccessful. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.